Manufacturer narrative:
The customer's last calibration with lot 652164 on (B)(6) 2022 and lot 671956 on (B)(6) 2023 were found within the expected ranges. The quality control overview was acceptable. Specific quality control recoveries were only provided for 19-may-2023. The patient sample was requested for investigation but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined. H3 other text : na.

Event description:
The initial reporter stated they received questionable positive results for three samples collected from the same patient and tested with the elecsys toxo igm assay on a cobas e 801 analytical unit, serial number (B)(6). First sample, collected on (B)(6) 2023 and tested with toxo igm reagent lot 652164: on (B)(6) 2023, the sample initially resulted in a toxo igm value of 2.43 coi (reactive). Second sample, collected on (B)(6) 2023 and tested with toxo igm reagent lot 671956: on (B)(6) 2023, the sample initially resulted in a toxo igm value of 1.90 coi (reactive). At an unknown date, the sample was also tested with an unknown competitor chemiluminescent assay, resulting in a non-reactive toxo igm result. Third sample, collected on (B)(6) 2023 and tested with toxo igm reagent lot 671956: on (B)(6) 2023, the sample initially resulted in a toxo igm value of 2.26 coi (reactive). The questionable results were reported outside of the laboratory.